Event description:
It was reported that a revision surgery was performed to replace a plate that had backed out.

Manufacturer narrative:
Device was not returned to MFR for evaluation. Unable to determine the cause of the event. Without further product info, the MFR name and location is unk.